Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe wipe block of their coulter act diff 2 analyzer. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The operators were wearing gloves and gown at the time of the incident. No injury or exposure was reported and there was no affect to patient results. The customer had reported a similar leak that was repaired by bec field service engineer (fse) a day before this incident which has been documented in a separate MDR report (1061932-2012-00712).

Manufacturer narrative:
The customer declined service stating that they had just received a new probe wipe and were going to replace it. The customer did not require further assistance and said they would call back if there were any further issues. There have been no further issues regarding this incident, reported by this customer up to date. The root cause of the leak is attributed to the probe wipe of the instrument. (B)(4).